Event description:
It is reported that a customer experienced high blood glucose levels. The customer's blood glucose at the time of the call was 89 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that their pump failed to deliver a bolus that they had set. The customer did not want to trouble shoot the issue. The customer was sent a replacement pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.